Event description:
Connection issues during the implantation procedure; therefore the device was not implanted. The physician has not watched the video about connecting the lead.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker does not function as specified with the returned screwdrivers due to the damages sustained to the cavity of the atrial set-screw. In the ventricular channel, the system functions as specified in spite of the damages sustained to the set-screw. The damages identified to the set-screws are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated in figure 6. Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the set-screw cavity. As indicated in the physician manual supplied with the device, the physician is instructed to insert the screwdriver into the pre-inserted socket-head screw, prior to tightening (see the excerpt from the manual below).